Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('same tube perforation by right implant/ right implant perforation at isthmic jamp portion of tube and folded back and adherent to uterus') and device breakage ('the small remaining piece of implant on the left was extracted with graspers') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), depression ("depression)"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pain/ chronic pelvic pain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device breakage, depression, dyspareunia, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: insertion details-she had normal appearing ostia bilaterally with two loops of coil from each ostia. Removal details- the right tube was oozing so I used the 5mm clips along the area of bleeding and this worked well then irrigated the pelvis. Concerning the injuries reported in this case, the following one were confirmed in patientâ¿¿s medical records: pelvic pain concerning the injuries reported in this case, the following ones reported via patientâ¿¿s medical records: fallopian tube perforation, device breakage. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('same tube perforation by right implant/ right implant perforation at isthmic jamp portion of tube and folded back and adherent to uterus') and device breakage ('the small remaining piece of implant on the left was extracted with graspers') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), depression ("depression)"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pain/ chronic pelvic pain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device breakage, depression, dyspareunia, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: insertion details-she had normal appearing ostia bilaterally with two loops of coil from each ostia. Removal details- the right tube was oozing so I used the 5mm clips along the area of bleeding and this worked well then irrigated the pelvis. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones reported via patient¿s medical records: fallopian tube perforation, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.